Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their implant was doing pretty good up until yesterday. Patient stated the base of their spine started hurting pretty good and their representative walked them through changing the settings but the issue didn't resolve. Patient's stimulation was turned up pretty high but patient couldn't feel the stimulation and the stimulation wasn't blocking the pain. Agent redirected patient to their hcp to address the issue. Patient would have an appointment on monday.

Event description:
Additional information was received from the patient. They reported that no one clarified the issue. Nothing was done, a person had them change settings. Issue is not resolved, not sure on other actions to take. They only feel stimulation on left side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.